Manufacturer narrative:
A complaint of a damaged syringe was received for the 8881833510 product. A review of the device history record was not performed during this investigation as the lot number was not received with the complaint. All device history records are reviewed and approved by quality prior to release of product. Because there was no lot number, a date of manufacture could not be determined. One sample (syringe only) was received and an inspection of the sample resulted in no defects found. This complaint will be considered unconfirmed. A root cause analysis could not identify a root cause based on the information available. Since no root cause could be identified and the complaint is unconfirmed, no corrective or preventive action is planned at this time. This complaint will be used for trending purposes. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
An investigation is currently under way; upon completion the results will be forwarded. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the plastic collar is cracked. It is cracked from the body of the syringe.